Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, fold creases, curved opening. A leak test was perform and was found one opening. A microscopic analysis identified: a curved sharp opening on valve bond edge assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a sharp opening due to unidentified(tear) opening. Reason for reoperation: deflation.

Event description:
Patient reported a right-side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known adverse event addressed in the labeling.

Event description:
Patient reported a left-side deflation. Device was explanted.